Event description:
Patient reported unknown side ¿seroma occurred several times¿. Device has been explanted.

Manufacturer narrative:
He event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma occurred several times.